Event description:
A patient found to have large amount of blood from rectum, approximated at 350ml. The patient had a bowel management system in place the weeks prior. The bowel management system was then re-inserted for a week and was removed a day to the event. The patient continued to bleed throughout the evening, was transported to angiography for embolization of superior rectal artery and continued to bleed upon return to the unit. The patient then revisited angiography early the next morning with no intervention at that time. The patient was transfused with 10 units packed red blood cells and 4 units of fresh frozen plasma the next day and is continuing with transfusions at this time. Hemodynamic status has been unstable, requiring pressor support for hypotension and continuous renal replacement therapy. Follow up reveals:the site has discontinued the use of this product throughout their system. It was verified that the balloon was inflated to within the manufacturer's recommended limits and did not exceed the manufacturer's recommended time to be left in place.